Event description:
It was reported that prior to use with 3 bd alaris¿ pump infusion set back check valve the tubing was discovered to be separated from the lock kit or the clamp. The following information was provided by the initial reporter: customer to report they've opened 3cs of this product and discovered product in defective condition. The tubing kit is separating from the lock kit and/or the clamp which should not be possible.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one photo as sample was received with the customer's complaint of separation. The separation at the blue clip portion of tubing verified the complaint. The tubing may have separated due to improper assembly (lack of solvent applied) but without a physical sample the root cause remains unknown. A device history record review for model 2426-0007 lot number 23059150 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 11may2023. There was one quality alert due to a retained set not withstanding proper tension at 8lb. The suspected affected sets were then quarantined and destroyed. Without a physical sample for investigation, this is only a possible root cause of the reported failure. This incident has been added to our database of reported incidents.

Event description:
No additional information.